Manufacturer narrative:
Visual inspection was performed on the returned lead and revealed that the lead body was stretched right at the bifurcated section of the lead. Cables are exposed at the damaged section of the lead. It appears that the lead was strongly pulled during its attempted removal from the ipg. The damage is a result of a typical explant procedure and its not considered a failure. The cause of the reported difficulty removing the lead from the ipg port could not be determined as the proximal end of the lead was not returned. A product labeling review identified that the device was used per the instructions for use IFU. Additionally, it states, avoid damaging the lead with sharp instruments or excessive force during surgery, do not sharply bend or kink the lead, extension, or splitter. Based on all the available information, boston scientific concludes through visual inspection and testing of the device that it appears that the lead was strongly pulled during its attempted removal from the ipg. The damage is a result of a typical explant procedure and is not considered a failure. The cause of the reported event of the physician experiencing difficulty removing the lead from the ipg port could not be confirmed as the proximal end of the lead was not returned for analysis. Additionally, a labeling review was conducted. This review determined that users should avoid damaging the lead with sharp instruments or excessive force during surgery. Do not bend or kink the lead, extension, or splitter.

Event description:
It was reported that during the spinal cord stimulation (scs) replacement procedure to replace the implantable pulse generator (ipg) due to normal end of life, the physician experienced difficulty removing the lead from the ipg port. The physician decided to replace the lead. The patient was doing well post-operatively.

Event description:
It was reported that during the spinal cord stimulation (scs) replacement procedure to replace the implantable pulse generator (ipg) due to normal end of life, the physician experienced difficulty removing the lead from the ipg port. The physician decided to replace the lead. The patient was doing well post-operatively.